Event description:
Pt states droplet syringes are subpar quality. Complaining that where the needle meets the base of the syringe is very rough and she had the needle get stuck under her skin and her husband had to pull it out, was very painful. FDA safety report ID# (B)(4).